Manufacturer narrative:
As a precaution, physio-control replaced both the user interface (ui) pcb assembly as well as the ui to stack flex cable assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has white lines on the display, and if the users allow the device to run for a few minutes, the display goes completely white.  A white display is indicative of a device lock-up condition that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.